Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 206,215,156,227 and 128 mg/dl. Tests were done within 5 minutes. Patient cleaning meter " incorrectly". Patient did not experience any adverse events. No further information has been reported,